Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/6/2023, it was reported by a sales representative via email that (3) ar-3636 knotless fibertak pulled out during tensioning. This was discovered during a procedure on (B)(6)2023. Additional information received on 6/9/2023: this was discovered during an around the world labral repair procedure. One of the ar-3636 knotless fibertak fork-like tip broke inside the patient and was successfully retrieved. The case was completed with an additional ar-3636 knotless fibertak and an ar-1923bc biocomposite pushlock.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.